Event description:
When a surgeon was doing a ureteral stone lithotripsy, the metal tip of the electrohydraulic lithotripsy probe was seen to come off the distal end. The piece was retrieved from the ureter without difficulty. No pt problem was reported.